Event description:
It was reported that while a technologist was installing a magnification stand on the system, she heard the grid engage motor noise, so she did a little tug on the magnification stand to test if it was on. It wasn't and it started to fall. She didn't want it to hit the floor, so she tried stopping it. When it fell it hit her thigh and lower leg. She has a huge hematoma on her thigh and many bruises. She applied ice to her thigh and then proceeded to continue working. No patient was involved in this event.

Manufacturer narrative:
The magnification stand was evaluated by an hologic field engineer. The magnification assembly was inspected for mechanical and lever/switch failures. The magnification stand was found to be working properly. The magnification stand was mounted and removed several times locking in place each time. We can only conclude that the technologist did not properly lock the magnification stand to the system before tugging on it, causing it to fall off.